Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va05ffa, explanted: (B)(6) 2015, product type: lead. Product ID: neu_pt m_prog, product type: programmer, patient. (B)(4)

Event description:
The consumer reported that she had the device removed on (B)(6) 2015, it never helped her symptoms. Prior to implant, the patient had a history of vaginal problems. She was told her sphincter was shot due to child birth and she had surgery in 2005 and it got worse. Since implant, the device never helped her fecal problem. She could feel stimulation on the vaginal area right lip. The patient had to take imodium ad. The patient had a post-explant follow up appointment with the hcp few weeks after report. Additional information from the health care professional reported that the patient continued with significant fecal incontinence despite a 50% improvement. Multiple programs were tried but there was no change. The patient was indicated for fecal incontinence and gastrointestinal/ pelvic floor. There was no further information provided. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the healthcare provider (hcp) in response to follow-up reviewed that the patient had experienced ongoing fecal incontinence and had tried multiple programs. The lead was also noted to have been well-placed; the patient felt the activation at low settings.